Manufacturer narrative:
On 12 june 2017, hpf spa provided a document review and a preliminary investigation for the product involved in the complaint and commented as follows: batch released on date: 17/01/2017. N. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have received other complaint for this batch. Conclusions: there aren't non conformity elements in the document review. Inspection: hpf have not received the device. The inspection was not possible. Conclusion: not having the possibility to analyze the device, we suppose that the rupture could have been caused by a drill flexion during the use which led to the drill breakage.

Event description:
During surgery when the surgeon was drilling for a screw the drill bit broke. The drill bit fell into the patent. The surgeon was able to recover all components. The surgery was delayed approximately 1 minute. The surgeon used a secondary drill bit to complete the surgery. The surgery was completed successfully. Instrumentation is not available.